Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported software error detected(pump error 53). Troubleshooting was performed and found that customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed the displacement test and self test. Unit was successfully downloaded using thus software. During download history review, several pump error 53 alarms were recorded in february, with a total of 16. Including a pump error 53 alarm on 03/08/2024 at 08:06:07. File number: 306 and line number: 894. Per software engineer log, pump error 53 was an invalid (out of range) pointer due to memory corruption. Unit was cut open for visual inspection on electronic assemblies. All connectors, including internal and external battery connectors were plugged in properly. No anomalies or moisture damage was noted. No physical damage during visual inspection. In summary, customers concern for was confirmed when pump error 53 noted in the adapt files. Pump error 53 is a critical pump error caused by an invalid (out of range) pointer due to memory corruption. Pump error 53 was recorded in download history files due to a possible software error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.